Event description:
It was reported that this right ventricular defibrillation lead exhibited a shock impedance measurement of greater than 200 ohms in the clinic, during a commanded shock test. No other information was provided. The lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).